Event description:
It was reported that the device was stopped re-circulating. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Physical device received with multiple scratches on front cover and enclosure. The line cord was faded and worn. The tank was filled with water then temp check disposable was attached. Electrical safety analyzer and functional testing proceeded. The reported problem was duplicated. Verified by functional testing. A faulty pump is present and also the pcb was missing the standoffs behind the lcd. No action will be taken, and the device will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.